Event description:
Complainant alleged that a nurse (age unknown) was performing a routine shift check of the device, but when the nurse performed the thirty joule self test through the device paddles, the nurse rec'd an unintended delivery of energy. The complainant indicated that the nurse declined to be examined in the emergency room. In addition, it was indicated that the nurse did not suffer any lingering after effects from the shock. There was no pt involvement in the reported malfunction.